Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: on (B)(6) 2015, while testing the mynxgrip (6f/7f) vascular closure device during prep, it was noted that the balloon was compromised and had a hole in it. The device was never used on a patient. There was no delay in therapy. Another device was pulled and used for the procedure. The packaging/box the device came in was not compromised. The company representative also observed the balloon leaking.